Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead short interval count was high, indicating the presence of oversensing, and oversensing was also noted with patient arm movements. The lead remains in use. No patient complications were reported as a result of this event.